Event description:
It was observed during the follow-up that the device was operating properly and the patient's spontaneous rhythm was at around 58 min-1. However, according to the physician, the device paced with the frequency of 80 min-1 during the ventricular fibrillation. Furthermore, the physician reported some difficulties to interrogate the device whereas all the leds on the programming head were green. The patient had at least 10 external shocks to terminate the ventricular fibrillation.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was observed during the follow-up that the device was operating properly and the patient's spontaneous rhythm was at around 58 min-1. However, according to the physician, the device paced with the frequency of 80 min-1 during the ventricular fibrillation. Additionally, it was observed that ventricular autothreshold function set a ventricular pacing output value to 5v whereas a threshold value of 1.25v was observed before. Furthermore, the physician reported some difficulties to interrogate the device whereas all the leds on the programming head were green. The patient had at least 10 external shocks to terminate the ventricular fibrillation.